Manufacturer narrative:
Abbott was unable to confirm externalized conductors based on the x-ray images provided by the field. No further analysis can be performed since the lead will not be returned to abbott for analysis.

Event description:
During a remote follow-up, inappropriate high voltage therapy was delivered by the right ventricular (rv) lead. Diagnostic imaging was performed and the conductors of the rv lead were noted to be externalized by the field. Technical support reviewed the diagnostic imaging provided, but externalized conductors on the rv lead were unable to be confirmed. The rv lead was capped and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.